Event description:
Additional information was received on 31aug2020 stating that the physician didn't think the access site was scarred or calcified, but normal. Several access sites were in the arm, and the skin there felt 'tough'.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during five or six unknown procedures over the past six months, micropuncture transitionless stiffened cannula access set sheaths have become stuck, stretched, and separated upon difficult removal of the devices. Access was obtained in either the upper or lower extremity. All patients were reportedly obese and had tough, dry skin. Upon removal, the sheaths appeared mangled/deformed. No portion of any device has separated in any patient. The procedures have been continued as planned. A section of the device did not remain inside any patient¿s body. The patients did not require any additional procedures due to this occurrence. According to the initial reporter, the patients did not experience any adverse effects due to this occurrence.

Event description:
No new patient or event information to report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Description of event: as reported, during five or six unknown procedures over the past six months, micropuncture transitionless stiffened cannula access set sheaths have become stuck, stretched, and separated upon difficult removal of the devices. Access was obtained in either the upper or lower extremity. All patients were reportedly obese and had tough, dry skin. Upon removal, the sheaths appeared mangled/deformed. No portion of any device has separated in any patient. The procedures have been continued as planned. Additional information was received on 31aug2020 stating that the physician didn't think the access site was scarred or calcified, but normal. Several access sites were in the arm, and the skin there felt 'tough'. Investigation ¿ evaluation. A document based investigation was performed including a review of complaint history, device history record, drawings, the instructions for use, manufacturing instructions, quality control data, and specifications. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was made out of specification. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: when inserting, manipulating or withdrawing a device through an introducer, always maintain introducer position. Do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. A CAPA was previously opened in response to a high number of complaints associated with this failure mode. The CAPA was closed at the root cause phase. Risk benefit analyses were performed for rpns in scope of the CAPA. The rbas concluded that the benefits of using the device outweigh the risks the investigation conclusion drawn is the potential cause can be traced to the patients anatomy as it was reported that this difficulty was experienced in procedures with "obese patients with tough/dry skin". Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.